Event description:
During follow-up on a related complaint , it was indicated that this patient experienced another two peritonitis events. The patient's physician believed that none of the events were related to dianeal or extraneal, because the physician considered that the event was caused by aseptic technique. The physician indicated that peritonitis was a possible complication of peritoneal dialysis (pd) therapy itself, not of peritoneal solutions. There was no allegation of device malfunction. No further information is available. This report is for the second of the two additional peritonitis events.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.